Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms bipolar impedance, and less than 200 ohms unipolar impedance. Also, the lead failed to capture in bipolar during an atrial capture test. The system was reprogrammed to the unipolar configuration, and would be reevaluated on a monthly basis.